Manufacturer narrative:
(B)(4). Physio-control has performed multiple attempts to retrieve the device from the customer to no avail. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (service wrench, attention and charge-pak) and reportedly would no longer power on. There was no report of any patient use with the reported device issue.